Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, the power handle was green on the charger, it lit up and the reload was placed on it. When resecting the sigmoid colon, it partially fire, went black, and the jaws would not open. Tried to switch handles and did not use the retraction tool. The surgeon had to take more sigmoid to remove the stuck stapler, so another device was used to staple behind it. This resulted to extended surgical time of more than 30 minutes.